Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One scr replace friction-fit gold & ti abut int hex (mhlas) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use (IFU) and risks files. Functional testing could not be performed since the product was not returned. No pre-existing conditions were reported. The reported devices had been placed on an unknown tooth location for an unknown amount of time. X-ray / picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the mhlas dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: loosening). Based on the available information, device malfunction and the reported event could not be verified as the exact details of event are nonverifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device not returned.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier: not provided. Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Device not returned.

Event description:
It was reported that screw has loosened few weeks after being torque. No injury has been reported.